Manufacturer narrative:
The investigation determined that higher and lower than expected vitros na+ (sodium) results were obtained from a non-vitros (biorad) quality control (qc) fluid and a vitros performance verifier (pv) fluid when processed on a vitros 5600 integrated system. The investigation determined the assignable cause to be an instrument issue. The customer performed within run precision testing and the results were unacceptable indicating an issue with the analyzer. An ortho field engineer (fe) performed service to the analyzer that included replacement of the electrometer, electrometer cable & electrometer dsp board. Following service actions, the fe performed a within run na+ precision test and acceptable results were obtained. The chu investigator reviewed qc performance since service and confirmed acceptable na+ performance has been maintained. (B)(4).

Event description:
A customer obtained higher and lower than expected vitros na+ (sodium) results from a non-vitros (biorad) quality control (qc) fluid and a vitros performance verifier (pv) fluid when processed on a vitros 5600 integrated system. Biorad lot 56610 level 3, vitros na+ result of 144.93 versus expected 167.7 mmol/l. Vitros pv lot n7648, vitros na+ result of 145.2 versus expected 117.4 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros na+ results were obtained from non-patient fluids. The customer discontinued routine patient testing once they identified there was an issue with na+ precision. The investigation could not rule out patient sample results could not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).